Manufacturer narrative:
The field service engineer made sample probe adjustments, performed a reaction cell check, performed a circuit bleach cleaning, and replaced the teflon. Mechanism checks were performed. The customer performed qc successfully. The investigation determined that the cause of the event was consistent with a contaminated and misadjusted sample probe along with insufficient cell wash. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 2 patient samples on a cobas 6000 c501 module. For sample 1, the initial albumin result was 77.4 mg/l. The repeat result was 19.3 mg/l. For sample 2, the initial albumin result was 88 mg/l. The repeat result was 41.4 mg/l. No questionable results were reported outside of the laboratory. The reagent lot is 65268801 and the expiration date is 30-apr-2024.